Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history, manufacturing review & IFU review cannot be performed for the devices involved. If this information becomes available at a later date the tasks will be reopened and completed. A risk management review was performed. No additional risks were identified as a result of the reported event and no further actions are required at this time. The medical documents were reviewed. Based on the revision operative reports, it was stated that there was no metallosis seen. The patient¿s elevated cobalt level prior to revision may be consistent with findings associated with metal debris. Of note, the patient is diagnosed with hemochromatosis homozygous as well as multiple myeloma, for which she received infusion therapy of zometa, in which the warnings and precautions listed provided with zometa include atypical subtrochanteric and diaphyseal femoral fractures which may occur after minimal or no trauma. The patient¿s multiple zometa infusions and underlying disease processes cannot be ruled out as contributing factors to her persistent pain, elevated cobalt level, periprosthetic fracture and subsequent revisions. Additionally, the use of competitor devices with s&n devices is contraindicated and its unknown what role they may have played in the reported findings. Based on the provided information the source of the reported findings cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a left hip revision due to pain in and around his left hip joint, elevated cobalt and chromium levels and metallosis.